Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that it was observed that the drive of the small battery drive device was intermittent. It was not reported if this event occurred during a surgical procedure. It was mot reported if there was a delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was intermittent was confirmed. An assessment was performed and it was observed that the unit failed the off/ oscillation /on switch mode function check - stalled stop. During repair it was observed that the device showed signs of immersion, excessive corrosion on the internal sub-assembly components, black residue of an unknown substance on the electronic control unit (ecu), the motor was operating intermittently, seized, and did not rotate at times, the ball bearings and planetary wheel were corroded, and the coupling head was worn. The assignable root causes of these conditions were determined to be improper cleaning, which is user error/misuse/abuse, normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.